Event description:
It was reported that the patient started feeling more pain the day of the report so he realized he needed to charge the implantable neurostimulator (ins). A power on reset (por) condition was reported which was seen for the first time the day of the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturing report #3004209178-2015-07174.

Manufacturer narrative:
Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-45, serial#(B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 977a260, serial#(B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740fa, serial# (B)(4), product type: programmer. Patient product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).